Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the returned device was inconclusive.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the device could not be interrogated at replacement. The device was suspected to have premature battery depleti on. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.